Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised with an infection that developed at the infusion site (leg) while wearing the pod between 49 and 71 hours. The patient was at a routine clinic visit on (B)(6) 2026 and was diagnosed with an infection. The site was reported to be painful and itchy and causing the patient to limp. The patient was treated with 750 mg of flucloxacillin to be taken orally 3 times a day. By the evening on (B)(6) 2026 the patient¿s symptoms had worsened, and they were experiencing a headache, nausea and vomiting with blood. On the morning on (B)(6) 2026, an ambulance was called for the patient, and they were admitted to hospital. The patient was treated with intravenous antibiotics and an unspecified anti-nausea medication. The patient was discharged on (B)(6) 2026 with a prescription of oral antibiotics to continue at home.